Event description:
The customer reported scope communication error E216 during therapeutic colonoscopy involving an Olympus colonovideoscope. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.